Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information provided, it was reported that during an arthroscopy while using a vapr tripolar90 suction electrode there was failure. Metal back of electrode started to come away. The device was received and evaluated. Visual inspection revealed that the electrode cable and the suction tube was cut by the customer. The tip of the electrode was inspected, the back metal plate is missing and it was not returned. The active tip shows signs of activation. Due to the condition of the electrode, the functional test can not be performed. The device was sent to the manufacturer for further analysis. Manufacturer evaluation result for vapr tripolar 90 suction elect: the device has not been returned in its original packaging. The device active tip is in a used condition. The cut return cap has become detached from the ceramic. The cut return cap has not been returned for evaluation. No visible signs that shaft had experienced excess loads. Electrical and functional testing not performed due to device plug being removed. Manufacturer summary: this complaint can be confirmed. From our investigation we have been unable to determine the potential cause of the reported failure as the return cap was not returned for investigation. There was little evidence of glue on the ceramic which could indicate an insufficient amount of glue being applied during the manufacturing process however without being able to inspect the return cap for the presence of glue we cannot confirm this and based on the evidence available we are unable to attribute another cause of the defect. As part of the manufacturing process controls this product is 100% inspected for adhesive to be applied to the return cap. A review of our complaint records over the last 12 months to assess the frequency for this failure mode shows this defect to be of low occurrence and is as anticipated in the risk analysis. Our analysis shows that the frequency is below the anticipated rate of failure detailed in the ra risk management document 910216. Therefore, the severity and frequency are as anticipated in the risk documentation and remain as alra. As the grid rating is alra and this is a low occurrence incident, no further action is required at this time. The rate of complaints will continue to be monitored and if an adverse trend is observed then a further review would be taken to determine if any further action is required. A DHR review has been performed for lot u2101105; no issues (ncr¿s or deviations) with the manufacturing process have been identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the affiliate in (B)(6) that during an arthroscopy on an unknown date, it was observed that the metal back on the vapr tripolar 90 suction electrode device started tp come away during use. During in-house engineering evaluation, it was determined that the cut return cap has become detached from the ceramic. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.